Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Disclosed to the public under the freedom of information act.

Event description:
The customer reported being hospitalized due to unexplained low blood glucose of 24mg/dl. Troubleshooting was performed. The customer stated that he gave himself 20.0 units of insulin, which cause his blood glucose to drop. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.